Manufacturer narrative:
It was reported that during use of the intima-ii y18gax1.16in prn/ec slm that there was leakage from the septum. A device history review was conducted for lot number 8107452. Our records show the reported lot was manufactured in may of 2018, and determined that this is the only instance of a leaking septum occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although no samples could be obtained, through the use of previous investigations into the issue our engineers were able to identify aging of the septum as the most likely root cause for this event. During use, the septum is expected to completely close after the removal of the cannula, sealing and preventing the leakage of the device. During previous investigations, the septums of the leaking devices have been found to be open. These investigations have also shown that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot and dry environments determined that the septum will age more rapidly under these conditions, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices.

Event description:
It was reported that during use of the intima-ii y18gax1.16in prn/ec slm that there was leakage from the septum.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the intima-ii y18gax1.16in prn/ec slm.